Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4) it was reported that a patient underwent am atrial fibrillation (afib) procedure with a smart touch bidirectional catheter, and a bad/no ECG all channels (bs and ic) issue occurred. The ablation cable was connected to the catheter, then error 40 (replace catheter or cable) appeared on the carto system and also noise was present on the carto system and the recording system. The cable was replaced, but the issue persisted. The catheter was then changed and the procedure continued with no further issues. There was a 5 minute delay . The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance and it was found within specifications. Therefore, the catheter was tested for carto test. The catheter failed. Error 40 was displayed during the test. Further examination showed that the sensor was within specifications. According to the results and the sensor readings, the improper condition was attributed to a potential pc board failure. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint regarding a catheter error 40 has been verified. However, the root cause of the noise remains unknown. An internal corrective action has been opened to investigate a potential pcb issues/intermittency.

Event description:
It was reported that a patient underwent am atrial fibrillation (afib) procedure with a smart touch bidirectional catheter, and a bad/no ECG all channels (bs and ic) issue occurred. The ablation cable was connected to the catheter, then error 40 (replace catheter or cable) appeared on the carto system and also noise was present on the carto system and the recording system. The cable was replaced, but the issue persisted. The catheter was then changed and the procedure continued with no further issues. There was a 5 minute delay 5. Upon request, additional information was provided on the event. The noise was observed on all intracardiac (ic) and body surface (bs) on both the ep recording system and the carto system. The physician was scrubbed in at the time and preparing for transseptal. The catheter was never placed in the patient. The impedance and temperature on the generator were unknown when the noise occurred. The cut offs for the stockert generator were set at temperature 48 degrees, impedance 250 and power unknown. Since the noise was on all channels on both the ep recording system and carto system, this issue is indicative of a reportable event.